Event description:
The customer reported that this right ventricular lead had sustained insulation damage. Therefore, the lead was removed from service (surgically abandoned, capped) and replaced. No adverse pt effects were reported. The lead was actively implanted for approx 8 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), and replaced with no adverse pt effects reported; therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be r-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.